Event description:
Olympus was informed that at the beginning of an unk procedure, the teflon pad appeared damaged. It was reported that nothing fell inside the pt. The device was replaced w/another similar device and the intended procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the reported event of damaged teflon pad. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. A visual inspection was performed on the device an found some tissue build up. The teflon pad was inspected and found separated from the jaw w/metal electrode exposed the proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output w/out tissue between the probe and the grasping section.